Manufacturer narrative:
Despite requests no further information was received regarding this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The device history record has been reviewed and no anomalies were found. A full preventative maintenance (pm) check was performed. The vacuum fluidics module was checked for fresnel camera installation and no issues were found. The vacuum fluidics module hardware was changed to v1.3. The ultrasound firmware was updated from 1.34 to 1.36. A full pm check was performed again to ensure all working to specification. System test okay no technical issues found. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported a fault with the unit. The surgeon was unable to remove a hard cataract. Additional information regarding the event has been requested.